Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 100-135mg/dl fasting. Verified the strips expired 7/22/2017. Customer confirms the strips have been properly stored and states the strips were opened more than 3 months ago reviewed meter memory (B)(6). Customer stated she had been to the doctor for a throat infection and was prescribed oral antibiotic therapy which she completed a few days ago.